Event description:
It was reported that the patient passed away due to right ventricular failure and acute kidney injury. It was reported that the patient outcome was not device or therapy related and device would not be explanted or returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 17jun2015. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists right heart failure, renal dysfunction, and death as adverse events that may be associated with use of the heartmate ii left ventricular assist system. Section 6 ¿patient care and management¿ describes that right heart failure can occur post-implant and provides strategies for treating patients who experience right heart failure. A direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. No further information was provided. The manufacturer is closing the file on this event.